Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The gas delivery system (gds) assembly was returned to the fi(failure investigation) lab for evaluation. A defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
It was discovered that the flow sensors were out of specification. The device was not in use at the time of the reported event.